Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 2.5-3.5 x 16-48 mm, eccentric and de novo target lesion was located in the moderately calcified coronary artery. The lesion contained between a 45 and 90 degree bend. Following pre-dilation, a 2.50 x 16 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the distal of the stent was found deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.